Manufacturer narrative:
(B)(4).

Event description:
It was later reported that consumer believed the discomfort in his mother's implant area has pretty much resolved and stated that he knows of nothing else has been done. It was also indicated that physician listing was sent to the nursing staff at the assisted living who are working on making the appointment and coordinating transportation for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had fallen and experienced pain around the implanted device. The patient was in an assisted living facility and has memory issues. The consumer stated he wanted to see a doctor before ordering a replacement patient programmer (pp). Consumer mentioned he thinks his father has the same device and may have lost his pp as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available.